Event description:
Info received indicates the pump will sometimes not stop pumping after formula is gone.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.